Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient did not recall when the battery indicator symbol first appeared. It is unknown if the patient discontinued tested her blood glucose as a result of this issue. However, sometime after the reported issue began (date/time unknown), the patient claimed she became shaky. The patient denied taking any actions regarding her diabetes management or receiving medical intervention. At the time of troubleshooting, the cca discovered that the patient had not replaced the battery as recommended in the onetouch ultramini owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.